Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 14.0-14.2cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 7.8-8.1cm and 13.2-14.6cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving a patient notifier. Upon device interrogation high, out of range pacing lead impedance was noted. Additionally, externalized conductors were also noted. The lead was explanted. Patient condition was within normal limits.